Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead showed high rate episodes, oversensing, and possible lead fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.